Manufacturer narrative:
Additional information: section a.1, a.2, b.3, d.1, d.4, d.6a, h.4, h.6 and h.10. The recipient's device was repositioned on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly is experiencing absent evoked potentials. Imaging suggested electrode extrusion. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.